Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6)failed to recognize the filled start-up kit (suk) air trap during set-up. No further information was provided. No patient involvement.

Manufacturer narrative:
The customer complained that the thermogard xp ivtm system (sn (B)(6) failed to recognize the filled start-up kit (suk) air trap, which was confirmed during the functional testing. The root cause of the reported complaint was a failed air trap block. The event log review indicated no errors. The thermogard system failed functional testing as the system failed to detect the suk air trap, confirming the reported complaint. The air trap block with board was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).